Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was coming out of the bottom of the cartridge. Reportedly, the customer filled the cartridge with 300 units and noticed the insulin after pumping was initiated. The customer's blood glucose level was not impacted and a new cartridge was able to be loaded. Reportedly, the customer stated that the cartridge may have been overfilled as their eye sight is not perfect.